Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system cannot boot up. The quote was not approved by the customer and there was no service provided from the philips. Till date there was no reoccurrence reported. The codes were updated based on the investigation outcome.